Manufacturer narrative:
B2: date of patient death is unknown the investigation into the low pump flow issue has been completed. The impella pump was returned for investigation. The data logs showed the occurrence of the "suction" alarm several minutes after pump activation, accompanied by non-pulsatile motor current and decreased flow rates. Prior to the "suction" alarm, there is a brief ventricular ps waveform. Two notable kinks were found on the cannula, one was located near the outflow cage and the other was at the cannula bend. No other damage or abnormalities were found. In conclusion, it was determined that the cause of the low pump flow and suction was a kinked cannula that resulted that resulted from improper pump positioning. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient had a very short aortic root, while exchanging to a repositioning sheath a kink was observed. Reportedly attempts to straighten the kink were unsuccessful, this device was replaced due to the low pump suction issues and the kinking. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.